Event description:
Reported due to difficult/unable to remove and emboshield embolic protection system device and stroke. On 4/16/06, the physician "placed an emboshield". The location of the emboshield placement is unknown. It was reported that the physician wanted to retrieve the filter. He entered the retrieval system and pulled back the wire. He could see the metal part of the filter and the plastic part still in the artery. He was unable to remove all of the emboshield. It was also reported that the "patient had a stroke the next day". As of 04/06, the patient remained in the hospital. There is no other information available or reported at this time.